Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the ongoing use period of the artificial urinary sphincter (aus), the aus stopped working when the patient would move himself in and out of his wheelchair. Therefore, the patient experienced recurring incontinence. The aus was removed to handle the recurring incontinence through another remedy. There were no further patient complications.